Event description:
A customer observed repeatable false positive troponin I results on a pt sample. Falsely elevated results may lead to inappropriate physician action. The biased result was reported and questioned by the physician. Testing on an alternate method yielded results in the normal range. There was no report of pt harm as a result of this event.

Manufacturer narrative:
Investigation summary. Investigation into this event showed that testing of the sample by an alternate method yielded results in the normal range. Qc results were acceptable, and there were no indications of analyzer malfunction. The sample was sent to the reference lab to verify whether heterophilic antibodies were present in the sample, but results have not yet been made available. The root cause of the event is unk.